Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 23 warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115 infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: ¿ leakage or scent of insulin, which may indicate the cannula has dislodged ¿ signs of infection, such as pain, swelling, redness, discharge or heat

Event description:
The mother reported that was site inflamed 1-2 months after the pod was removed. The area started with a hard bump under the skin, then began to swell and to turn red. She mentioned that the bump may have busted open and clear fluid started to come out. The mother stated that the site did not fade away, the bump stayed hard and dark purple. The patient had the abscess surgically drained. Emla cream was applied to numb the site, then it was opened with a scalpel and squeezed all out. The patient was also prescribed antibiotics (amoxicillin and clavulanate, 600/42.9) which was taken for a 10 day course. Insulin was increased before having the site drained and his basal/bolus needs were increased, as well. The doctor advised the area did not have an infection or bacteria, and was stumped/unsure what could be causing the issue. The doctor believed that the patient might be allergic to the cannula, but this had not been confirmed. The device was thrown away.